Manufacturer narrative:
The device is not available for evaluation, and the lot number is unknown. The investigation is in process. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "when using the mayo needle the eyelet broke. The packet had already been discarded therefore not specific batch number identified."